Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device was recommending battery calibration test after already calibrated. There was no reported patient involvement.